Event description:
It was reported that the customer was hospitalized due to migraine headache, high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of hospitalization was 329 mg/dl. Caller stated that the customer ran out of insulin and has been on steroid therapy. Caller stated that the customer's insulin pump was alarming motor error, it was unable to rewind and the drive support cap is flash. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional testings including basic occlusion, occlusion, prime, rewind and displacement tests due to motor error alarm. Drive support disk was inspected and no anomaly was noted. The insulin pump had a scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.